Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that when ins was implanted in the back, the ins was riding on sciatic nerve, so healthcare professional removed it and placed it in the abdomen. The patient reported that everything is now working fine.